Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported getting the ¿poor communication¿ screen on the patient programmer (pp). The patient was unable to communicate using the implantable neurostimulator recharger (insr) also. The last time the patient felt stimulation was more than three months ago. The patient noted that the reason for not charging was due to unrelated medical procedures and had a lot of other things going on. The manufacturer representative (rep) later reported on july 16, 2016, an alleged overdischarge and noted being unable to get a physician recharge mode (prm) to start, using the insr. The last successful recharge was seven months ago due to unrelated medical issues. The rep was able to start the prm and was going to continue charging the ins with the patient. The rep further reported that the ins came out of overdischarge after prm was performed twice. The rep noted that the patient did not recall the ins being overdischarged in the past. The manufacturer representative later reported on july 24, 2016, that the patient had an overdischarge for the third time and the implantable neurostimulator (ins) had reached end of service (eos).

Manufacturer narrative:
Concomitant products: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative (rep) on (B)(6) 2016 reported that the implantable neurostimulator (ins) was at end of service (eos) which required the patient to have a battery replacement. Additional information received from the manufacturer's representative (rep) and healthcare provider (hcp) reported the patient implantable neurostimulator (ins) overdischarged due to hospitalization. The patient stated that this was the first overdischarge. A trickle charge was performed three times, the battery was charged to 75%, then the ins displayed end of service (eos) and stimulation was off. The reason for removal was noted to have been due to the ins being dead. There was no patient death or injury and the patient recovered without sequela. The ins parameter history was included and it was noted the ins had been set to provide continuous stimulation with an amplitude of 7.5 v, a pulse width of 700 microseconds, and a rate of 65 hz.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that the battery had reached the end of service due to 3 o verdischarges. Eval code-conclusion no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.